Manufacturer narrative:
No investigation of the ventilator was requested. The healthcare facility conducted its own investigation but was unable to reproduce the reported issue. No parts were replaced. The ventilator passed all performance and safety tests and was returned to the department, approved for clinical use. Ventilator logs were reviewed. The event log from the reported date confirmed alarms for low o2 concentration on several occasions over a 13-minute period. These alarms continued until the ventilator was placed in standby mode by the user. The alarms were silenced by the user, indicating the ventilator was under surveillance during this time. The alarms are triggered when the o2 concentration drops below the lower alarm limit, set at the configured value minus 5 vol%. The technical log did not contain any error codes indicating ventilator malfunction during the event. Furthermore, the test log showed the ventilator had passed its pre-use check before ventilation started. As the reported issue of low o2 concentration could not be reproduced, the root cause of the alarms remains inconclusive.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing.